Event description:
The guideliner v2 catheter was used in a clinical procedure to facilitate placement of stents. After deployment, the physician attempted to remove the guideliner v2 when the pushwire separated from the catheter shaft. The entire system was successfully removed from the patient; no patient impact was reported.

Manufacturer narrative:
(B)(4).